Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose reading had been running high. The blood glucose reading was 401 mg/dl. The drive support cap was normal and recessed. The customer found air bubbles in the reservoir and was assisting in priming them out. No leaks were observed and the insulin did exit with the manual prime. The customer was advised on preventing air bubbles in the reservoir.